Event description:
I had the essure implants put in (B)(6) 2011, since then I have been having lots of abdominal and pelvic pain that radiates to my leg especially my inner thighs. I started experiencing really bad migraines as well as fatigue and many other symptoms like nausea, weakness and insomnia.